Event description:
It was reported that hv impedance measurements were out of range. The out of range measurements could be duplicated in the clinic. No further information provided.

Manufacturer narrative:
No medwatch form was received.